Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer¿s blood glucose (bg) level was elevated however no specific value was provided. The customer could not recall if a manual injection or a correction bolus was used to address bg level. Review of the pump data logs by tandem technical support could not confirm the reported battery depletion. Reportedly, the customer will discuss resuming insulin therapy via the pump with their healthcare provider.